Event description:
It was reported that a revision surgery was performed due to pain and instability.

Manufacturer narrative:
It was reported that a revision surgery was performed due to pain and instability. The associated devices were not returned for evaluation. Therefore a product analysis could not be performed. As device details were not provided, therefore, device history record and complaint history review cannot be conducted. No relevant supporting clinical information will be provided. The patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.